Manufacturer narrative:
Additonal information: additional information received from clinical database indicated that the event resolved on (B)(6) 2017. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information received: it was further reported that on (B)(6) 2017, the patient presented to the clinic with complaints of continuous scant drainage and worsening abdominal pain. On (B)(6) 2017, she was admitted to the hospital for driveline revision. Patient was taken to the operating room for abdominal wound debridement. Patient was given intravenous antibiotics before the procedure. During the procedure, there was very minimal cloudy drainage noted. The infected tract (skin subcutaneous fat and fascia) was excised sharply with scalpel and electrocautery. A portion of the infected tissue was sent for culture. The entire wound was irrigated with the pulse lavage system with saline and bacitracin. The power cord was cleaned with the versajet. A penrose drain was placed, and the incision was closed with interrupted nylon sutures. She tolerated the procedure well and no complication were noted. Patient was given started on antibiotics post procedure. On (B)(6) 2017, the patient¿s physical examination noted that the driveline exit site was clean, dry, and intact and patient was discharged home on antibiotics. The issue was stated to have been resolved on (B)(6) 2017. Patients ventricular assist device (vad) remains implanted and in use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event was reassessed and is being updated as part of a retrospective review of events in response to an update to the MDR complaint sources. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to medical treatment, progression of disease and the patient's related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received from the clinical database that the patient developed an abdominal wall abscess. She subsequently underwent a driveline debridement. Overall, the patient tolerated the procedure well without significant difficulty or evident complication. The patient was also treated with medication. Details regarding the patient's symptoms at presentation, the results of any diagnostic testing or any other treatments provided were not reported. The event was reported to have resolved on (B)(6) 2017. The primary investigator reported that the event was related to the device and unrelated to patient condition or implant procedure. No further information has been provided.